Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5224566. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter safety shield failed to activate properly or was falling off. This caused a near miss accident with the customer and they are reporting it. No serious injury or medical intervention was reported.